Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced sharp pain on side and had fluid on the heart. This device remains in service. No adverse patient effects were reported.